Event description:
An apparent fracture was reported, with wide variation in lead impedance values, from 536 to > 3000 ohms. The lead was partially removed; one piece reportedly came out very easily, apparently due to the fracture. No patient complications have been reported as a result of this event.